Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
Customer reported a set that was leaking and cracked. The details are minimal and the set model and lot number were not identified. Customer states that no further pt or event info is available. No pt harm or intervention required.